Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a non-tortuous, non-calcified right coronary artery. A balance middleweight guide wire was first used with an unspecified balloon for pre-dilatation, set distally. Then the guide wire was used with an unspecified stent, and then finally with a non-abbott balloon for post-dilatation. At the end of the procedure, during balloon withdrawal, it was noticed that the guide wire was stuck within the non-abbott balloon. Reportedly, there was evident protrusion (not smooth surface) on the tip of the guide wire. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported physical property issue/irregular appearance was able to be confirmed. The reported difficulty to remove was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.